Manufacturer narrative:
It was reported that the patient underwent skin revision surgery; during the procedure the surgeon opted to explant the device and re-implant the patient with a new device. This report is submitted on 19 january 2021.

Manufacturer narrative:
This report is submitted on 8 march 2021.

Manufacturer narrative:
This report is submitted on december 18, 2020.

Event description:
Per the surgeon, the patient presented in the emergency room on (B)(6) 2020, with soft tissue breakdown resulting in exposure of the device. The patient was admitted to hospital (duration not reported), treated with intravenous antibiotics, and discharged on a course of oral antibiotics. The implanted device remains.